Event description:
Ivad needle line had a hole snapped at the end of the line where you attach a ca-p. Blood leaking out of patient, fluids not infusing due to hole in line. New ivad placed. Ivad line saved for further investigation.